Event description:
On 2015-nov-18, additional information was received from the consumer. The patient stated they were seeing another hcp on (B)(6) 2015. The pump was not critically alarming, but the patient wanted to know if their personal therapy manager (ptm) could turn the alarm off.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal sufentanil 4500.0 mcg/ml clonidine 1000.0 mg/ ml bupivacaine 18.0 mg/ ml dilaudid (hydromorphone) 15.0 mg/ ml (doses unknown) via an implanted pump. The pump's indication for use (IFU) was listed as failed back surgery syndrome spinal pain. The event date was (B)(6) 2015. The pump had been alarming a non-critical alarm every hour since (B)(6) 2015. The pump was supposed to be refilled on (B)(6) 2015 but the patient was discharged from a physician 6 days before he was going to refill his pump. The last pump refill was in (B)(6). The bolus programming was changed, and the dose was getting turned down by the physician prior to the last scheduled refill that was cancelled. The patient recently moved to (B)(6) and did not have a physician. The patient was in so much pain and is going through weird things was very emotional and woke up sobbing this morning. The patient could not relax, or sleep and was unable to "shut down" or get rem sleep, his dreams are very vivid. The patient was very scared about current situation. The patient felt that he was not getting his boluses because he usually feels numbness after his bolus from the bupivicaine. The patient considered going to the doctor/hospital. Interventions, trouble shooting/diagnostics, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.